Manufacturer narrative:
The events surrounding the patient death is reported in complaint (B)(4). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. The vad coordinator reported that the patient developed bacteremia with an infected pump pocket, and bleeding after a debridement procedure. No additional information was provided regarding the bacteremia. The patient subsequently expired on (B)(6) 2016 due to an intracranial hemorrhage, cerebral hemorrhage, and bleeding arteriovenous malformation.

Manufacturer narrative:
A correlation between the device and the reported pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.